Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the ac power adapter was not charging the pump battery. Customer changed the pump supplies to resolve the occlusion and another power adapter was used to charge battery. Customer's blood glucose (bg) was 40 mg/dl at the time of the occlusion and juice was consumed to address the low bg. Customer reported low bg was associated with the occlusion; however, further details were not provided. Bg was 106 mg/dl at the time of the charging issue.